Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [bent cannula / ER visit/hospitalization] and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to over 400 mg/dl and upon removing the pod from the insertion site (abdomen) found the cannula to be bent. The patient went to the emergency room on (B)(6) 2020 at 7:30 am where she was diagnosed with acute hyperglycemia / type 1 diabetes meliltus. The patient was treated with intravenous insulin and fluids and was released at 10:30 am with a prescription for both levemir and lantis insulin as well as syringes. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).